Manufacturer narrative:
The device was returned for analysis. The reported material separation was able to be confirmed. The reported failure to advance the device was unable to be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that resistance was met with the heavily tortuous and heavily calcified anatomy resulting in the reported failure to advance. Manipulation of the device likely resulted in the noted device damages (flared stent struts, bent balloon inner member). The noted multiple hypotube bends, multiple hypotube kinks and shaft separation likely occurred due to handling or during packing for return analysis. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Exemption number e2019001. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a heavily tortuous and heavily calcified lesion in the left anterior descending artery. A 2.5x23mm rx multi-link 8 balloon expandable stent system (bess) and a 2.5x28mm rx multi-link 8 bess failed to cross due to the anatomy. The procedure was successfully completed with an unspecified device. There were no adverse patient effects and no clinically significant delay in the procedure. The return device analysis for the 2.5x28mm rx multi-link 8 bess identified that the device was returned separated at the hypotube approximately 20cm from the strain relief. Follow-up with the account confirmed the separation did not occur while inside the patient anatomy. The physician stated that it probably occurred after the procedure. No additional information was provided.